Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level 500 mg/dl. The sensor glucose was 50 mg/dl at the time of the event, the difference was outside the acceptable range. Insulin delivery was not suspended. Customer was treated with manual injection for high blood glucose level. It was unknown that auto mode feature was active at the time of incident. The device will not be returned for analysis.